Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient had a loss of stimulation since (B)(6) of 2016. It was reported that the patient¿s device is placed on the left side and they could feel stimulation when it was turned up to level four and the patient would raise their arm, but they no longer felt stimulation on his right side. They needed the most coverage to be on the right side. The patient reported trying to adjust the settings up and down, but this didn't resolve the issue. It was also reported that the stimulation issues occurred with cold weather and they also noticed their legs felt more numb. The patient is planning on following up with their healthcare professional on (B)(6) 2017.